Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 300-400 mg/dl. Clinical diabetes educator (cde) reviewed pump data and verified pump boluses were being delivered regularly; however, bg did not lower. Bg did lower with insulin injections. Different types of infusion sets were used. Contact and cde alleged pump was not delivering insulin properly. Customer reverted to using manual injections for insulin therapy.